Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose level. The customer stated that the drive support cap was normal. The customer was using the insulin pump within 48 hours of low blood glucose event. The insulin pump will not be returned for analysis.